Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erosion from their implantable cardioverter defibrillator (ICD). The device was extracted and the right atrial (ra) and right ventricular (rv) leads were capped to be utilized at a later date. No further patient complications have been reported as a result of this event.